Event description:
The reporter stated that when they flushed the line with the injection port, the stopper blew out and it shot across the room. Blood started backing up the line. No patient treatment or injury associated with this event.